Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03854. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that the patient underwent a total knee revision due to loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: non porous natural knee femoral, cat: (B)(4), lot: 1577066; natural knee bearing, cat: (B)(4), lot: 1573421. Unknown date in 1940. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned components identified bone cement on the backside of the femoral and tibial components. The femoral component exhibited minor nicks and gouges and scratches in the finish were noted on the proximal side of the tibial component. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.